Manufacturer narrative:
Based on inspection of the device at the service center, a fluid leak in endoscope caused the malfunction.

Event description:
It was reported that the images were blank during an endoscopy. There was no patient injury or other adverse health consequence.